Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with no delivery alarms. The customer's blood glucose level at the time of incident was 186mg/dl. Troubleshoot was conducted. The customer states the alarm was resolved with reservoir change. The customer was advised the reservoir would be replaced and returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated three open/used reservoirs. Inspected the reservoirs, snap-cap, and septum for anomalies and none were found. Ran occlusion testing and no occlusions were noted.